Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that there was a software problem message on the controller when the patient was trying to charge the ins. The patient removed and re-inserted the battery pack and the issue was resolved. The patient also reported that they had to recharge the ins once or twice a day and that it¿s ridiculous because they spend half of their day recharging the ins. No symptoms or complications were reported.